Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced weakness, shortness of breath and that intermittent ventricular heart rates fell below the lower rate limit during recorded episodes. Atrial undersensing was also noted on the right atrial (ra) lead. The implantable pulse generator (ipg) and lead remain in use. No further patient complications have been reported as a result of this event.